Event description:
It was reported that during an endoscopy procedure, the videoscope had a piece of the plastic diaries that went inside the patient from the working channel. It is unknown where the foreign body fell into or if it was successfully retrieved. The procedure was completed with the same device. There were no further reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00004. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: h4 and h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.